Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a health care provider (hcp) via a representative reported the patient had surgery that day to have the pump and catheter replaced. The catheter could not be aspirated, and when the doctor disconnected the catheter in the spine, there was no cerebrospinal fluid (csf). The old catheter was tied off and left in place, and a new catheter was implanted. Additional information received on (B)(6) 2017 from another representative reported they were told the pump was replaced as it was approaching end of service life. The patient was receiving therapy.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and chronic low back pain. The pump contained an unknown brand of morphine [20 mg/ml] at a dose of 6 mg/day and bupivacaine [5 mg/ml] at a dose of 1.5 mg/day. It was reported the patient had an increase in pain. A dye study was performed, and it looked like there was a catheter issue. The patient was being sent for a catheter revision. The issue was not resolved at the time of the report. Surgical intervention did not occur, nor was it scheduled, but it was planned. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID 8731 unknown implanted: explanted: product type catheter (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-jul-21 reported the patient fell and somehow or another got the tubing pulled away from the pump and smashed the pump at the same time. It was noted that the healthcare professional (hcp) replaced the pump with another manufacturer pump and put the tubing in on (B)(6)2017. It was noted that the patient does not have a personal therapy manager (ptm) and needed to do some boluses and was told to contact manufacturer for more information. It was noted the patient had morphine or an anesthetic in the pump, but does not know what the anesthetic was. An order was placed and was pending for a new ptm. It was noted that the ptm was taken to the hcp office. Event date was noted as (B)(6)2017. No further complications were reported/anticipated.